Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the lad artery, the maxxum balloon ruptured after reaching 8 atm on the first inflation. It was reported that an inflation device was used, but the type is unknown. The introducer sheath size is also unknown. A choice guidewire was used. The lesion did not involve an in-stent restenosis. There was no resistance met upon insertion or removal of the balloon. The patient was asymptomatic at the time of the reported rupture. The device was removed without difficulty and exchanged with another maxxum balloon. The procedure was successfully completed and no patient injuries or complications were reported. Patient status was reported as "good". No other information is available at this time.